Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of potassium chloride (kcl) 20meq in a 50ml IV bag. The medication was intended to be infused over one (1) hour. There was patient involvement but no harm. Bd learned additional information. It was reported that the night nurse programmed the pump via interoperability and hung the first bag of potassium, then they went to the other patient's room to check on the patient and came back to make sure everything was okay. It was noted that approximately 15 minutes later, the potassium bag was found empty. The nurse waited about an hour, then they changed the channel, used the same IV tubing, scanned everything, hung the second bag of potassium. The nurse stayed in the room and noticed the infusion was infusing fast and immediately stop the infusion and turned this channel off. The nurse then manually programed the pump as basic infusion for 50mlhr. He had no issues and was able to infuse two (2) IV bags of potassium. The day shift nurse came in, changed the pcu and pump module but not the tubing. Used the same IV tubing set up as the night shift rn. Pump was programmed via interoperability and had no issues with the fourth bag of potassium.

Manufacturer narrative:
Omit: b21 type of investigation not yet determined, c21 results pending completion of investigation, d16 - conclusion not yet available, additional information : device eval by manufacturer? , reason code for no evaluation, if other specify , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that there was an over infusion of potassium chloride (kcl) 20meq in a 50ml IV bag. The medication was intended to be infused over one (1) hour. There was patient involvement but no harm. Bd learned additional information. It was reported that the night nurse programmed the pump via interoperability and hung the first bag of potassium, then they went to the other patient's room to check on the patient and came back to make sure everything was okay. It was noted that approximately 15 minutes later, the potassium bag was found empty. The nurse waited about an hour, then they changed the channel, used the same IV tubing, scanned everything, hung the second bag of potassium. The nurse stayed in the room and noticed the infusion was infusing fast and immediately stop the infusion and turned this channel off. The nurse then manually programed the pump as basic infusion for 50mlhr. He had no issues and was able to infuse two (2) IV bags of potassium. The day shift nurse came in, changed the pcu and pump module but not the tubing. Used the same IV tubing set up as the night shift rn. Pump was programmed via interoperability and had no issues with the fourth bag of potassium.